Event description:
It was reported the procedure was being performed in the emergency dept. During insertion, the physician reported the needle driver "hangs" resulting in a needle stick. There was no pt death or complication reported.

Manufacturer narrative:
(B)(4). The customer indicated a previous similar occurrence. A second report has been filed under MDR 1036844-2014-00519 for this event.